Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.